Manufacturer narrative:
The philips service engineer inspected the system onsite and replaced the wireless footswitch. Based on available information, philips has concluded that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction ((B)(4)).

Event description:
It has been reported to philips that the wireless footswitch was not working. The wi-fi led was red, which indicates a loss in the wireless connection. The system was in clinical use. The procedure was completed with the wired footswitch. No harm has been reported to philips.